Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported rupture left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on anterior assessed as surgical damage and missing shell observed on the device assessed as inconclusive. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture left side. Device has been explanted.

Event description:
Healthcare professional reported rupture left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.